Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose. The customer reported their blood glucose declined to under 50 mg/dl. The customer treated their low with a glucose drink. The customer also reported a suspend on low alert, but she was not low at the time. The customer was advised on the proper techniques to insert a sensor. Troubleshooting was not performed on the insulin pump. The product will not be returned for analysis.